Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Pump passed the dat test.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose between 680 mg/dl and 690 mg/dl. Customer was vomiting and insulin pump was not stabilizing blood glucose. The customer experienced symptoms such as nausea, vomiting not being able to stand. The customer attempted to treat high blood glucose with insulin pump. The customer was wearing the insulin pump during the hospitalization. While hospitalized, customer was treated with fluids, potassium and insulin drip. Customer was hospitalized for two days. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer also declined high pressure test. Insulin pump would be replaced per customer's request.